Manufacturer narrative:
(B)(4). The biomed was about to do his weekly cleaning when he first noticed the ice block was filling the entire tank. The biomed spoke to the manufacturer's technical support who indicated there should be a space between the block of ice and the large tank walls, approximately 2.

Event description:
It was reported that during the use of the device for a non-clinical activity, the heater cooler unit produced an oversized ice formation. There was no patient involvement.

Manufacturer narrative:
According to the field service representative (fsr), the customer will be taking the complaint unit out of service and purchasing a replacement device. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.